Manufacturer narrative:
Device had no isig values, problem isolated to the electronic board per luis vasquez or continuous glucose monitoring engineering. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and high potassium on (B)(6) 2018 with blood glucose of 400 mg/dl. The customer's current blood glucose is 219 mg/dl. The other blood glucose level was 597 mg/dl. The customer did experienced the symptoms like customer couldn¿t stand, vision was extremely blurry. The customer was treated with bolus with the insulin pump. Troubleshooting was done for high blood glucose and under delivery. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.